Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a afx bifurcated stent graft and an infrarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial implant, the patient presented emergent with a ruptured aneurysm from a suspected type 3 endoleak of indeterminate origin. Unfortunately, the patient expired before an intervention could be performed. No further information provided. Note, the exact date of this event was not reported to endologix. Currently, the date of (B)(6) 2021 is our best estimate until we are able to confirm.

Event description:
The patient was initially implanted with a afx bifurcated stent graft and an infrarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial implant, the patient presented emergent with a ruptured aneurysm from a suspected type 3 endoleak of indeterminate origin. Unfortunately, the patient expired before an intervention could be performed. No further information provided. Note, the exact date of this event was not reported to endologix. Currently the date of 17feb2021 is our best estimate until we are able to confirm. Additional information received per clinical assessment indicating the patient presented on (B)(6) 2021 with abdominal and back pain; this confirms the date of event. In addition, the reported type iii endoleak was confirmed to be a type iiia endoleak, and the patient was confirmed to have expired on (B)(6) 2021.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported aneurysm rupture and death are confirmed. The reported type iii endoleak (at an indeterminate origin) is confirmed to be a type iiia endoleak (of the aortic components). This is consistent with the reported adverse event. The clinical evaluation also shows reasonable evidence to suggest the patient presented emergently with sharp abdominal and back pain, nausea and vomiting. These findings were discovered during an examination of the emergency room note dated 15 february 2021. The most likely causation for the reported death event is device-related due to the use of strata material. The hospitalization-related harms identified were respiratory failure and hemodynamic instability, which occurred at the time of the reported event and resulted in the patient death. A potential contributing factor includes the infrarenal neck angle measuring 60 degrees, which could be reflective of aortic remodeling; however, this cannot be confirmed due to a lack of comparative imaging. The final patient status was reported as expired. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Correction: h6 evaluation result codes - remove 3233. H6 evaluation conclusion codes - remove 11.